Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: during investigation, the battery was not returned. The black box verified the vp and vm were steady with no sudden drop prior to the pump reboot. The pump was tested for a minimum of 24 hours with the customer pump settings with no errors, alarms, warnings, overheating, or power loss were duplicated.the pumps electrical current draws are with in specification with no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. Here was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.